Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient with the cardiosave intra-aortic balloon pump (iabp), the intra-aortic balloon (iab) was leaking. The biomed requested the iabp be evaluated before returning it to use. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient with the cardiosave intra-aortic balloon pump (iabp), the intra-aortic balloon (iab) was leaking. The biomed requested the iabp be evaluated before returning it to use. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient with the cardiosave intra-aortic balloon pump (iabp), the intra-aortic balloon (iab) was leaking. The biomed requested the iabp be evaluated before returning it to use. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4 g7, h2, h6 (evaluation method codes), h10.